Manufacturer narrative:
Olympus inspected the device at olympus service operation repair center (sorc) and found followings; the reported event was reproduced. The cable was broken and the endoscopic image did not appear. The device switch did not work due to the broken cable. There was a dent in the electrical contact. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus medical systems corp. (Omsc) assumed that the reported event was caused by poor video communication to the video processor due to the defect of the cable. This defect of the cable may have been caused by user handling. The instruction manual provides preventive measures against the reported cable defect. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that the cable was broken and the endoscopic image did not appear. There was no report of patient injury associated with this event.